Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg pocket was relocated from the right flank to the right buttock area. Surgical intervention addressed the issue.